Manufacturer narrative:
Explant was reported due to endocarditis. The investigation found that there was organizing fibrin thrombi with scattered microcalcifications on all three cusps. All three cusps had fibrous thickening and previous incisions. No inflammation was present. Gram stains were negative for bacteria. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 33mm epic stented porcine valve was explanted due to endocarditis and exchanged with a 31 mitral magna, which was successfully implanted. The patient is stable.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 33 mm epic stented porcine valve was explanted due to endocarditis and exchanged with a 31 mitral magna, which was successfully implanted. The patient is stable.